Event description:
It was reported when a catheter was inserted into the fast-cath introducer, the hub and sheath separated; the sheath section remained in the patient's subclavian vein. The sheath section was removed surgically, with no further patient complications.